Manufacturer narrative:
According to the customer, on (B)(6) 2024 the foley was not "working/draining appropriately" and the patient was "noted to be having low urine output and voiding around the foley". The customer reported upon utilizing a bladder scanner, it was noted that there was urine present in the bladder. The customer reported the foley catheter was replaced and "300ml" was "immediately drained" from the patient. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the foley was not "working/draining appropriately" and the patient was "noted to be having low urine output and voiding around the foley".